Manufacturer narrative:
Customer requested the order only. They will perform the replacement. No service was requested. Info supplied indicated that the system was fully functional and operating as intended.

Event description:
The customer requested a replacement interconnect plug connector shell for the interconnect cable or their stenoscope system because it was cracked. There was no report of pt injury.